Manufacturer narrative:
This report is submitted on september 4, 2020.

Event description:
Per the clinic, the patient experienced intermittencies with device use; however, the issue could not be resolved. The device was explanted (B)(6) 2020, and the patient was reimplanted with a new device during the same surgery.